Event description:
It was reported that there were concerns for drop in battery longevity on this pacemaker device. The health care professional (hcp) stated that the battery had dropped from 4.5yrs to remaining now at 3 yrs in about 6 months. The function and pacing burden have not changed since the last check and all other measurements were noted stable. The plan was to continue monitoring the battery closely at 6-month intervals. This device remains in service. No adverse patient effects were reported.